Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of coiled silver colored wire'), embedded device ('embedded essure coil') and device expulsion ('malposition of essure device location of device: in the uterus, migration of essure device location of device: in the uterus') in an adult female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and corpus luteum cyst. Previously administered products included for an unreported indication: valium and lortab. Concomitant products included ropinirole. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and crohn's disease ("autoimmune disorder type of disorder: crohns"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion and crohn's disease outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered crohn's disease, device breakage, device expulsion, embedded device, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6)2010,(B)(6) 2010 discrepancy noted in date of removal (B)(6) 2018 and 2018. Right tube: 3 coils left tube; 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression 1. Occlusion of fallopian tubes. 2. No uterine abnormality identified. Imaging procedure - in (B)(6) 2010: total bilateral occlusion. Ultrasound breast - on (B)(6) 2020: no other significant masses or calcifications are seen in the breast. Lot number: 678819 manufacture date:2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: in the uterus, migration of essure device location of device: in the uterus'), embedded device ('embedded essure coil') and device breakage ('multiple pieces of coiled silver colored wire') in an adult female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and corpus luteum cyst. Previously administered products included for an unreported indication: valium and lortab. Concomitant products included ropinirole. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and crohn's disease ("autoimmune disorder type of disorder: crohns"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal), oophorectomy (bilateral removal) and hysterectomy and bilateral salpingooophorectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device expulsion, embedded device, device breakage and crohn's disease outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered crohn's disease, device breakage, device expulsion, embedded device, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6)2010, (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2018 and 2018. Right tube: 3 coils left tube; 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression. Occlusion of fallopian tubes. No uterine abnormality identified. Imaging procedure - in (B)(6) 2010: total bilateral occlusion. Ultrasound breast - on (B)(6) 2020: no other significant masses or calcifications are seen in the breast. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received: event embedded essure coil and multiple pieces of coiled silver coloured wire added. Reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: in the uterus, migration of essure device location of device: in the uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ropinirole. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and crohn's disease ("autoimmune disorder type of disorder: crohns"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal), oophorectomy (bilateral removal)). Essure was removed in 2018. At the time of the report, the device expulsion and crohn's disease outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered crohn's disease, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: pfs received- injury nos replaced case become incident and new events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: crohns, malposition of essure device location of device: in the uterus, migration of essure device location of device: in the uterus, were added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.